Event description:
It was reported, the female pt, status-post two failed catheter-based procedures for atrial fibrillation, underwent mitral valve replacement with this sjm epic valve and a tricuspid valve repair with an edwards-mccarthy annuloplasty ring. Before the valve procedures, the surgeon used the sjm epicor system to treat the patient's atrial arrhythmia with the ultra wand ablation device. Later that evening, the surgeon was called to see the pt in the ICU, where he had to open her chest and found that she had exsanguinated from a laceration to the posterior left ventricle. The surgeon was concerned that the wand ablation might have caused the laceration of the heart, and he stated that there was a slight possibility that a strut from the valve came through the ventricle, but that was highly unlikely. There was no post-mortem conducted.